Event description:
It was reponed that this left ventricular (lv) lead exhibited high capture thresholds. This lead remains implanted and in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).